Event description:
A report received from study for subject indicated that this pt was admitted with unstable angina approx three mos after the index procedure with unstable angina, no marker elevation. The angiography shows a total occlusion of the cypher stents placed in the mid (lad) left anterior descending artery. A (pci) percutaneous coronary intervention was conducted with the placement of a 3x12mm endeavor stent. The event was highly probable to the device and index procedure. The event resolved without sequel.

Manufacturer narrative:
The pt's history is significant for hyperlipidemia, hypertension, previous coronary bypass surgery (1992), myocardial infarction, and moderate to severe renal disease. The pt was on clopidogrel, anticoagulants with an inr of 2, statins, and ace inhibitors. The indication for the index procedure was stable angina pectoris. Intra-procedure medications consisted of a loading dose of clopidogrel 600 mg, and unfractionated heparin. The angiogram showed two-vessel disease, but only the mid (lad) left anterior descending artery was treated. The vessel diameter was 2.5mm and the lesion length was 30mm. The lesion was described as de novo, non-ostial, type c, and 95% stenosed. A 6french-guiding catheter was utilized to cannulate the vessel, and the lesion was direct stented with the deployment of two cypher select plus (2.5x13mm and 2.5x23mm) stents at 15 atmospheres. After the procedure, the pt was placed on aspirin and clopidogrel. The pt was discharged home with clopidogrel, anticoagulants with an inr of two, and statins. This product (crb13250) is similar to us cypher. This is one of three products involved with this product malfunction, which is associated with mfg report # 9616099-2008-02390.